Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure for an implantable neurostimulator (ins), impedances >4000 ohms were measured on bipoloar pairs using electrodes 0 and 2. The lead was removed from the ins and cleaned, but upon reinserting, the same problem was seen. The physician requested a new ins. The new ins had the same impedance issue, but after disconnecting and wiping down the lead, high impedances were only seen on electrode 2. The physician then decided to finish the procedure and close the patient. Additional information was received that indicated the cause of the high impedances on the first ins was not determined, but the patient was now receiving effective therapy. If additional information is received, a follow up report will be sent.